Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported experiencing "zings" in their sacrum, described as a "mild shock", about ten days prior to the report. It was reportedly "distracting" but not uncomfortable. The patient had not tried to turn stimulation off/down or changed programs. The patient programmer was not available at the time of the report, however, the patient was going to try making stimulation adjustments and contact their healthcare provider if it didn¿t change. The patient was indicated for urinary dysfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient believed the ¿zings¿ were in reaction to the back pain/sacral nerve pain the patient was experiencing. It was noted adjustments a patient ordered by a spine doctor stopped the ¿zings.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.